Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Abbott vascular initiated a voluntary field action for the starclose se vascular closure system on january 30, 2017, [medwatch # 2024168-2017-00941]. The abbott internal recall number is 2024168-2/3/2017-001-r.

Event description:
It was reported that right common femoral arteriotomy closure was attempted using a starclose se device, via a 5fr sheath, after a diagnostic arterial procedure. Reportedly, the closing procedure was performed correctly, but after triggering step 4 (clip deployment) and removing the system, closure had not been done. It was noticed that the clip had come out with the system having been caught / hooked on the starclose se sheath. Hemostasis was achieved with manual arterial compression. There were no adverse patient sequelae reported and no clinically significant delay in the procedure. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The starclose se, lot number 6111641, used in this event is not associated with the voluntary field action initiated on january 30, 2017.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and abbott vascular (av) identified evidence of difficulty splitting the sheath. Av reviewed the lot history record and other sources of manufacturing data. Root cause analysis concluded the issue is likely related to material used in the starclose manufacturing process. Av is working on possible mitigations to prevent recurrence per internal operating procedures. Av will continue to trend the performance of these devices.